Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated pre magnetic resonance imaging (MRI) check an alert for atrial lead position check failure was noted on the right atrial (ra) lead. All therapies disabled. Atrial lead measurements and trends within expected ranges and atrial lead appears to be functioning within expected limits. The lead remains in use. No patient complications have been reported as a result of this event.